Event description:
It was reported by svc report that the bed would not lower all the way and is about 20 inches from the floor. The customer could not determine whether there was pt involvement, however no adverse consequences are reported. See scanned page.